Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving an unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for chronic low back pain and spinal pain. It was reported that the patient had altered mental status. It was unknown at this point whether symptoms may be related to the pump. No interventions were mentioned. It was unknown if symptoms were related to the system. Empty reservoir alarm had occurred-unknown when but low reservoir alarm date showed as today. No further complications were reported. Additional information was received from healthcare professional (hcp) via manufacturer representative (rep). It was reported that logs showed pump had been out of medication for almost a month. The hcp mentioned something related to alcohol abuse, found patient unconscious, unrelated to pump. The rep stated that this was not a pump problem or issue with the pump. No further complications were reported.